Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 2194639. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Due to customs law in china, used or opened medical devices cannot be imported into the country. High resolution photographs of the male and female connection were taken and submitted to the engineering team. No obvious damage could be observed in the returned device, and functional testing of the retention samples for this lot were unable to replicate the reported nonconformance. Based on the available information our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd saf-t-intima¿ with y adapter yel 24ga x 19mm experienced leakage. The following information was provided by the initial reporter: leaking noted from y-site and around rubber stopper where safety engineered sharps device was pulled from.

Event description:
It was reported that the bd saf-t-intima¿ with y adapter yel 24ga x 19mm experienced leakage. The following information was provided by the initial reporter: leaking noted from y-site and around rubber stopper where safety engineered sharps device was pulled from.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.